Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 44 months of implant. A healthcare professional expressed dissatisfaction with device longevity and questioned how long therapy is available after eri is declared. Guidant received additional information that this implantable transvenous atrial lead was explanted due to oversensing with inappopriate mode switches. The device and lead were returned to guidant for analysis.